Event description:
This report is to advise of an event observed during analysis which revealed a tip fracture.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The catheter deflected in all directions when actuating the steering mechanisms, but no longer straightened completely due to the fracture in the catheter tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.